Event description:
Routine immunization was being given intramuscularly in the right lateral thigh. When inserting the needle it bent and then upon injection of the medication was noted to be spraying out of the side of the needle.